Manufacturer narrative:
Section b5: additional information. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of {heartmate 3/heartmate ii left ventricular assist system}. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event

Event description:
The site communicated that the patient's infection was device related, it was in his pump pocket down to the exit site of his driveline. He was positive psuedomonas. He was treated with IV antibiotics, and then transitioned over to oral antibiotics. Patient also had multiple washouts.no additional information was reported.

Manufacturer narrative:
Approximate age of the device is 10 months, 12 days. No further information was provided. A supplemental report will be submitted when the manufacture¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that patient returned to the or for another washout due to purulent drainage from site. Antibiotic beads placed. Patient admitted (B)(6) 2019 to (B)(6) 2019.